Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The affected load was reprocessed. No injury or harm has been reported as a result of this event. Although there have been no confirmed reports of injury or harm to any patients in this case and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains evaluation and concomitant product evaluation. ¿ DHR, trending and retains evaluation could not be performed since the lot number of the affected product is not available. ¿ product was not returned; therefore, a visual inspection could not be performed. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ the concomitant sterrad® unit was evaluated and returned to normal use after service. It is inconclusive if the performance of the sterrad contributed to the reported suspect positive bi issue. There was insufficient information to determine the cause or resolution of the suspect positive bi issue. If additional information is received at a later time, the complaint file will be re-opened for further investigation. This issue will continue to be tracked and trended.